Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had his scs ipg replaced on (B)(6) 2022 because the ipg was inoperable. The patient lost therapy approximately six weeks ago. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.